Event description:
The dealer alleges the screw for the worm drive for the tilt actuator had unscrewed itself from the bracket in the battery box. This allegedly caused the seating system to flip back with the consumer being trapped on their back. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. This model tdx3 has an unknown serial number. Therefore, the age and electronics (mk5 versus mk8i) used on this device are unknown. The user manual part number for this device is unknown. The user manual part number 1114809 with mk5 electronics rev k (apr-07) will be used for reference and documentation of this issue. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." On (B)(4) 2011 the invacare territory business manager [tbm] checked the wheelchair and determined that service was performed on the wheel chair with non-invacare parts for the worm drive and tilt actuator. The following warnings are provided to prevent unauthorized servicing found on page 2: "dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable) and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result." And "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual." On page 10 the following warning is provided: "warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."